Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no noise was observed. The cause of the reported noise could not be determined.

Event description:
It was reported that the patient presented via merlin.net with multiple non-sustained lead noise alerts. Patient is pacemaker dependent. Review of egm revealed pauses in pacing. Noise was not reproducible in clinic. Device was explanted and replaced.